Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first distal strut row pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the mid-shaft 115.6cm distal to distal end of strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 98% stenosed, 25mmx2.5mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilatation, a 2.50x24mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 25mmx2.5mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilatation, a 2.50x24mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.